Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery system o2 sensor could not be calibrated. Manual control of gas flow rate and fio2 remained available. There was no adverse consequence to a pt as a result of this event.